Event description:
Site called in and stated that the mouse is not responsive in the software while doing a 2d fluoro procedure. They needed to reacquire their images after hard system shut down. The surgeon had just placed his third screw and did not want to reacquire images. The case proceeded without navigation. No impact on patient outcome reported.

Manufacturer narrative:
Replaced mouse and system is now working as intended. No impact on patient outcome reported.